Event description:
It was reported that during primary surgery, the cross bar inside the reamer that holds it onto the shaft broke while the surgeon was reaming.

Event description:
It was reported that during primary surgery, the cross bar inside the reamer that holds it onto the shaft broke while the surgeon was reaming.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding breakage involving an acetabular reamer 49mm was reported. The event was confirmed. Visual inspection of the returned device confirmed that the crossbar had broken off the body. Further device evaluations were performed by the vendor, who confirmed the reported event via device inspections. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the reported lot code. The investigation concluded that the vendor confirmed the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use.